Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with rf lockout and unable to communicate with at home merlin monitor. The session records and device image were reviewed. The data showed no rf chip issue. A reset was successful and the patient¿s device regained rf telemetry. The patient condition was stable before and after device changes.